Event description:
Patient reported a right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Patient reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: broken shell, underweight, part of the shell is missing. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress mark. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks. Part of the shell is missing assessed as inconclusive.